Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged; cartridge batch number: k46a9v; cartridge position: loaded; drivers present in cartridge, present/up prox hi; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, none; swing tab position: locked/unlock locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes; staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Upon receipt, it was noted that there were no staples present and that all drivers on reload cartridge were in up position indicating that intrument had been fired through complete firing stoke. Additionally, it was noted that proximal three drivers were up higher than other drivers. Due to condition of these drivers, it appears possible that attempt may have been made to fire spent cartridge. Instrument was fired with reload cartridge and it fired and formed all staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident.

Event description:
It was reported the tlc55 was used during a gastrectomy. It was reported by the affiliate the stapler fired initially, when reload inserted the stapler did not fire. A new stapler was used to complete the case. There was no consequence to the pt.